Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy procedure. The surgeon stated that he clampled down on the cystic duct and had a nice clip formation, but then the device began producing scissored clips. He had difficulty releasing it. The surgeon feels that something happened to the device. The second device had the same issue as the first with scissoring of the clips. The case was completed with no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: what was "difficult to release?" Yes. Was the device stuck on tissue? Yes. If no, how was the device removed from tissue? Which firing of the device did this event occur on? Not sure. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? Not sure. Was any unexpected resistance felt while firing the trigger? Not sure. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out of patient. What were the indications for surgery? What was found? Gallbladder removal. Does the patient have any relevant history of surgical treatments? If so, what? Not sure. Did somebody other than the primary surgeon fire the instrument? No, the analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j91f44, expiration date: 5/2017, manufacturing date: 6/2012.